Event description:
It was reported that a user experienced alternating hyperglycemia and hypoglycemia while using the ilet with a dexcom g7 and an inset infusion set, including a high to 338 mg/dl for several hours with alerts and a subsequent low to 43 mg/dl, despite a recent factory reset and a supply change in which the removed cannula appeared slightly bent. Symptoms included thirst, feeling sick, weakness, and feeling loopy. Outcomes included user-perceived overcorrection and frustration with automated correction aggressiveness, with no professional medical intervention, no assistance required, and no ketone testing. Investigation included customer support troubleshooting, education, and follow-up, along with review of pump behavior reports provided by the user. Investigation of this case revealed no confirmed device malfunction and an unclear cause; infusion set issues and meal announcement variability were discussed as potential contributors. It was concluded that the event involved hyperglycemia and hypoglycemia of unclear cause with no injury requiring medical care. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.